Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had an infection with sepsis. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Boston scientific received information in mid-august 2018 that this patient died on (B)(6) 2018. The cause of death was attributed to cardiopulmonary arrest, toxic metabolic encephalopathy, septic shock and c-difficile colitis.